Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Customer added that the reported event was discovered at the end of a diagnostic bronchial endoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to one of the following: physical stress from rubbing or hitting the insertion section, chemical stress from incorrect reprocessing, and/or an improper storage environment. The following information from the instructions for use (IFU) pertains to this event. The operation manual warns against applying external stress to insertion section as follows: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The reprocessing manual warns against reprocessing not recommended by reprocessing manual as follows: "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The reprocessing manual warns against inferior storage environment of the device as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was confirmed. A full technical evaluation was completed in accordance with the OEM specifications, and the results did not show any bending section defects. However, a defect of the insertion tube was found where the coating was peeling off. Additional findings include water invasion traces, bending angulations were out of specifications, a crunchy universal cord, exposure of the inside metal of the insertion tube, and the glues of the bending section cover were separated. The bending-connecting tube unit, the universal cord, and the distal end unit required repair. It was also recommended that the charged coupled device unit be replaced due to the water invasion. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii bronchovideoscope's damaged sheath, does not pass the leakage test. The device was returned, evaluated, and the results showed that there was a defect of the insertion tube. The coating was peeling off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.